Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation it was found that the pump failed 40 psi testing, which is used to indicate potential free flow. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter returned the pump to mmdg for a broken bolus port and failed recertification. During the investigation at mmdg it was found that the pump failed the 40 psi test, which can indicate free flow. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).